Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure for biopsy performed on (B)(6) 2023. During the procedure, the clip remained open despite attempts to close it using the handle, and "the monopiece became loose." The clip did not fall into the patient. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure for biopsy performed on (B)(6) 2023. During the procedure, the clip remained open despite attempts to close it using the handle, and "the monopiece became loose." The clip did not fall into the patient. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location. Block h10: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and with the control wire disconnected from the spool therefore there is no communication between the handle and the clip assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the evidence of the product analysis it was found the control wire disconnected from the handle, which cause that the handle lose communication with the clip assembly, this action also caused that the physician was not able to perform the first activation by avoiding the clip arms were closed. Additionally, the control wire was inspected under microscope, and it was observed that it looks like if it was not correctly inserted into the handle cross pin. Therefore, the most probable root cause is manufacturing deficiency.